Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle experienced leakage. The following information was provided by the initial reporter: the drug solution leaks from the injection site.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-jan-2023 h6: investigation summary four open 32g x 4mm pen needle samples and five photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and a hooked cannula was observed on all four samples. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle experienced leakage. The following information was provided by the initial reporter: the drug solution leaks from the injection site.